Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a focal superficial femoral artery. A 5.0 x 12 mm rx trek balloon catheter was advanced to the lesion and inflated twice to 14 atmospheres for 5 seconds each time. Negative pressure was applied for 10 seconds and an attempt was made to remove the balloon; however, there was resistance with the anatomy so negative was pulled again for 10 seconds. When the catheter was pulled into the sheath there was resistance and the shaft separated at the guide wire exit notch. It was not noticed that the shaft had separated, so another balloon catheter was advanced to the lesion when it was noted that there was part of a catheter distal to the lesion. The new catheter was removed from the anatomy, and the separated shaft was snared and pulled to the sheath, but the balloon still could not be pulled into the sheath. Another balloon catheter was advanced into the sheath to trap the separated shaft and the system was removed as a single unit. The procedure was completed at this time. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported difficulty to remove (introducer sheath/anatomy) could not be replicated in a testing environment due to the condition of the returned device. The investigation determined the reported difficulties and subsequent treatments appear to be related to circumstances of the procedure. It should be noted that the nc trek and mini trek rx, coronary dilatation catheters (cdc), global, instruction for use specifies: the nc trek rx coronary dilatation catheter is indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, or balloon dilatation of a stent after implantation (balloon models 2.00 mm to 5.00 mm only). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.